Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a thoracic aortic aneurysm and a gore® dryseal flex introducer sheath was used to advance and implant a conformable gore® tag® thoracic endoprosthesis. Post deployment the left subclavian artery (lsa) was embolized using plugs. A pacing method was used during the procedure. Prior to device implant a lsa to left common carotid artery (lcca) bypass was performed on the patient. The patient tolerated the procedure with no evidence of endoleak or other complication. On (B)(6) 2019, computed tomography (CT) determined a dissection near the distal end of the endoprosthesis. The physician reported he will monitor the patient and suggests the dissection may have been caused by the increase in blood pressure during pacing; or the touch up ballooning to the distal end of the ctag device.